Event description:
The dentist believes that over 700 to 800 crowns have been cemented with advance over a time period extending back to 1996. Ten molar teeth in which endodontic posts were reported to have been cemented with advance cement have sustained root fractures over a period of approx 2.5 years. These teeth required extraction and in some cases bridges were made.